Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a catheter became stuck in the lesion. The lesion was located in the moderately calcified and tortuous proximal circumflex (cx) artery. The atlantis sr pro imaging catheter was loaded onto a non-bsc guide wire and advanced to the lesion but would not cross. The physician tried to remove the imaging catheter but it was stuck in the lesion and on the guide wire. Multiple unsuccessful attempts were made to remove the imaging catheter simultaneously with the guide wire. A second non-bsc guide wire was then used with an apex balloon catheter in an attempt to remove the imaging catheter and guide wire. After pulling multiple times on the imaging catheter, it was finally removed. The procedure was completed with rotational atherectomy and was stented. There were no further patient complications reported and the patient's condition is fine.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).